Manufacturer narrative:
Citation: yoon yh et al. "Incidence, predictors, management, and clinical significance of new-onset atrial fibrillation after transcatheter aortic valve implantation." Am j cardiol. 2019 apr 1; 123 (7): 1127-1133. Doi: 10.1016/j.amjcard.2018.12.041. Epub 2019 jan 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence, management, and prognostic impact of new-onset atrial fibrillation following transcatheter aortic valve implantation. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between march 2010 and august 2017. The study population included 347 patients (predominantly female; mean age 79 years), 83 of which were implanted with medtronic corevalve bioprosthetic valves and 40 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, the all-cause and cardiovascular mortality rates at 1-month post implant were 11 patients and 7 patients, respectively. The all-cause and cardiovascular mortality rates at 12-months post implant were 30 patients and 18 patients, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, systemic embolization (defined as ¿an acute vascular occlusion of an extremity or organ documented in imaging with relevant clinical symptom or sign¿), new onset of atrial fibrillation, major bleeding, cardiac tamponade, and hemodynamic instability. It was noted that all stroke events were confirmed by a trained neurologist or stroke specialist. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.